Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3110 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a patient had a powerpicc solo in (B)(6) 2019. They pulled it out as planned after treatment with cytostatic in (B)(6) 2019. Now the patient made an x-ray of his chest and they discovered a piece of catheter in a vessel in the chest.